Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
It was reported that patient underwent incision of mesh sling and bilateral urethrolysis on (B)(6) 2006 due to urinary retention. It was reported that patient underwent bilateral diagnostic ureteroscopy, cystoscopy with bilateral retrograde pyelograms and bilateral ureteral stent placement on (B)(6) 2015 due to bilateral hydronephrosis with likely neurogenic bladder and refractory overactive bladder. No additional information was provided. (B)(4).